Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: short term outcomes after transcatheter mitral valve repair.

Event description:
This is filed to report death. It was reported through a research article that 14647 patients underwent a mitraclip procedure. Within 30 days of having a mitraclip implanted, the implanted clip may have caused or contribute to death. Details are listed in the article, titled ¿short term outcomes after transcatheter mitral valve repair.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported patient effects of death could not be determined. The reported patient effects of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.